Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: this product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that leaked during filling. The device was filled with morphine hydrochloride. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed leakage from half-broken tubing at the junction of the luer post. Microscopic examination found that the root cause was determined to be excessive force inadvertently applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.